Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Revision was unsuccessful due to vessel occlusion. The lead was instead deactivated and pacing support was replaced with a leadless device. The patient was stable and asymptomatic.